Manufacturer narrative:
Concomitants: "6087026 02-020-13-0250 - truliant cr cem fem cr cem left sz 5 6132288 02-022-45-5040 - truliant tib fit tray cem sz 5f / 4t 6538667 204-34-02 - fluted stem extension 25l x 14 mm 6580214 204-70-00 - tibial stem ext. Screw 6218999 200-02-38 - three peg patella 38mm 6635679 201-78-98 - 2 pk, schanz pin, 4mm x 130mm 6684574 201-78-15 - holding pin mini sharp point 4 pk the product associated with the reported event is within the scope of recall z-0023-2022. However, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case ¿ USA (master case no. (B)(6). It was reported via legal documentation that approximately 48 months after a left total knee replacement procedure, the patient has experienced prosthesis wear. No further issues or complications were reported. No additional information is available. The serial number 5917599 is part of recall.

Manufacturer narrative:
The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs and relevant clinical information were not provided. H6: corrected health effect and investigation clinical codes.